Event description:
Remediation-physician evaluation: during the re-treatment of an anterior communicating aneurysm, the physician expressed frustration with the select catheter, reporting that it could not access the vessels needed to treat this case. The procedure was briefly delayed while a different manufacturer's guide wire was used to access the necessary vessels. The procedure was completed with no adverse effects.

Manufacturer narrative:
Conclusion: as per FDA feedback of 08/28/2009, physician feedback of this sort must be reported. The DHR for this mfg lot has been reviewed and that review. Incident # (B)(4): part #1044.a. Sa, neuron select catheter, simmons shape. Lot #f11635 (same as l11635). A review of the device history record (DHR) was completed on part #1045.a, (mfg lot # l11635). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The parts released in this lot met process requirement. In addition, all destructive testing was completed per process monitoring requirements and results met specification for the tensile strength. The lot was associated with da (B)(4) in order to over-label at risk specific neuron select catheter lots in anticipation of 3 years shelf life.